Manufacturer narrative:
Evaluation of the returned handle revealed an undamaged, functional device. The handle performed within specification when tested on a test fixture and was able to detach a demonstration smart coil without an issue. Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 27-jan-2022: 1. Section b. Box 5. Describe event or problem. 2. Section d. Box 4. Lot number and expiration date. 3. Section h. Box 4. Device manufacture date. This report is associated with MFR report numbers: 1. 3005168196-2021-02388, 2. 3005168196-2021-02389, 3. 3005168196-2021-02390, 4. 3005168196-2021-02391, 5. 3005168196-2021-02392, 6. 3005168196-2021-02393, 7. 3005168196-2021-02394, 8. 3005168196-2021-02396, 9. 3005168196-2021-02398, 10. 3005168196-2021-02399, 11. 3005168196-2021-02401 h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, a 5f diagnostic catheter, and a guidewire. During the procedure, the physician advanced a smart coil to the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. Subsequently, the same issue occurred with five other smart coils. It was reported that attempts were made to detach the smart coils with three different handles. The procedure was completed using new smart coils and a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coil), penumbra smart coil detachment handles (handle), a non-penumbra microcatheter, a 5f diagnostic catheter, and a guidewire. During the procedure, the physician advanced a smart coil to the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. Subsequently, the same issue occurred with eight other smart coils. It was reported that attempts were made to detach the smart coils with three different handles. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.